Event description:
It was reported that the customer was unable to update the pump due to the tandem device update not recognizing the pump. There was no information provided regarding the customer¿s blood glucose level. This event is being reported based on the evaluation of the returned device. During evaluation, it was confirmed that the reported issue was due to usb pin damage that prevented charging.